Event description:
The device was returned due to syringe flange sensor failure. Upon physical inspection, the allegation was confirmed. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was damaged optocoupler sensor. The optocoupler was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.